Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing noise. It was further reported that the device did not collect cardiac episodes at the patient's time of death due to the diminishing r-wave amplitude algorithm used by the device. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medical condition: syncope. If information is provided in the future, a supplemental report will be issued.